Event description:
During a surgeon dinner, synthes regional manager and surgeons were speaking about the matrix rib system. The regional manager mentioned he had not seen any usage for this system to one of the surgeons. Surgeon mentioned he was not using the system because two pts that experienced flailed chests passed away after the procedure. Surgeon noted he believed the pt passed away because of how the account managed the pt with regard to the respirator and another surgeon noted he thought it was a result of synthes product. Add'l info has been requested.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn as no product was returned.